Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced damage to the battery compartment and the cenre button will not respond for a few seconds. The event involved product(s) mmt-1884l. Troubleshooting was performed. No harm requiring medical intervention was reported. Mmt-1884l was requested and the customer response was the device will be returned.

Manufacturer narrative:
Pump passed self-test and displacement test. All buttons function properly. No damage noted to keypad assembly and j1 connector on pcb1 was locked properly during visual inspection. Unit successfully downloaded to thus/thump. The electronic assemblies were inspected, and no anomalies noted. The following were noted during visual inspection: corroded battery tube, the pump passed the displacement test and self-test. All buttons function properly. Pump was cut open to perform visual inspection and found physical/moisture damage to the [keypad assembly, electronic assembly, or motor]. The j1 connector on pcba 1 was locked properly during visual inspection. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: keypad/buttons functioned properly during analysis. Unresponsive keypad was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.